Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented during follow up. Upon interrogation, the pulse generator exhibited premature battery depletion. The device was explanted and replaced. The patient was okay.